Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a recanalization procedure, stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). The lesion was pre-dilated with a 4.0x40mm and 6.0x 80mm balloons. The lesion was stented with two 7.0x60mm epic stents and the 7.0x200mm 135cm innova stent. Following stent deployment the physician noted that the innova stent ¿twisted, kinked, and contorted.¿ the deformed stent was post-dilated however this did not improve the deformation. The procedure was completed. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.